Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-l, lot 0008693415, use by date 2018-06-28, (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured to be repositioned. When a second attempt was made to recapture the valve, it was unsuccessful due to turning the handle too much in the deployment direction. Subsequently, the valve was deployed at a deep implant depth. The patient was hemodynamically stable with almost no paravalvular leak (pvl), so the clinical course was to be monitored. Immediately after the implant procedure, the patient had poor recovery from anesthesia and had labored breathing. A cerebral infarction was suspected, and it was reported the stroke likely developed during the procedure. Due to the deep implant of the valve, mitral regurgitation (mr) was observed. The stenosis of the mitral valve lead to heart failure. One day following the implant of the valve, intervention was performed. A snare was used to pull the valve up from its deep placement into the ascending aorta and a non-medtronic valve was implanted. When the snare was being retracted, it caught on the paddle of the valve and could not easily be removed. The snare was then pinched by biopsy forceps and removed by applying tension. One day following the implant of the non-medtronic valve, embolization was suspected in the left occipital lobe of the cerebral cortex. Computed tomography (CT) angiography identified celiac artery occlusion that caused kidney, intestinal tract, and intestinal necrosis. Progression of acidosis and an increase in the lactic acid was confirmed. Gradually, the maintenance of blood pressure became difficult despite administration of noradrenaline and vasopressin. Heart rate and blood pressure decreased gradually. Spontaneous respiration ceased, and the patient died three days following the implant of the first valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the reason for the initial recapture of the first valve was due to the deep position of the valve. The physician reported that the cause of cerebral infarction was possibly due to the manipulation of the valve when trying to pull the valve up. The physician suspected that, while pulling the valve with the snare, the device contacted the blood vessel wall and caused the renal artery or celiac artery occlusion. The physician noted that the death was caused by intestinal necrosis. No autopsy was to be performed. Additional information reported that the reason for the initial recapture of the first valve was due to the deep position of the valve. The physician reported that the cause of cerebral infarction was possibly due to the manipulation of the valve when trying to pull the valve up. The physician suspected that, while pulling the valve with the snare, the device contacted the blood vessel wall and caused the renal artery or celiac artery occlusion. The physician noted that the death was caused by intestinal necrosis. No autopsy was to be performed.